Event description:
It was reported that on (B)(6) 2020, the fred was implanted. On (B)(6) 2020, when the implanted stent was evaluated using a raymond-roy occlusion classification, it was raymond-roy 1. On (B)(6) 2022, regular checkups revealed that the visual acuity had decreased from 1.2 to 0.4. On (B)(6) 2022, no change was noted in the follow-up, but the patient developed photophobia and the nihss rose from 0 to 2. The medication was therefore changed from clopidogrel to prasugrel. The patient was reported to have recovered.

Manufacturer narrative:
Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Batch review: a search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformance's. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU review (additional information can be found in the IFU): potential complications: below is a list of the probable adverse effects (e.g., complications) associated with the use of the neurovascular flow diverters. Allergic reaction, including but not limited to contrast dye, nitinol metal, and any other medications used during the procedure, blindness, complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves, cranial neuropathy, death, device fracture, migration or misplacement, dissection or perforation of the parent artery, headache, hemorrhage (i.e., intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), retroperitoneal (or in other locations), infection, mass effect, neurological deficits, reactions to anti-platelet/anti-coagulant agents, reactions due to radiation exposure (i.e., alopecia, burns ranging in severity from skin, reddening to ulcers, cataracts, delayed neoplasia), reactions to anesthesia and related procedures, reactions to contrast agents including allergic reactions and kidney failure, rupture of the aneurysm, stenosis of stented segment, seizure, stent thrombosis, stroke or tia (transient ischemic attack), thromboembolic event, vasospasm, visual impairment.

Manufacturer narrative:
Procedure note medical review a detailed medical review of the procedure note data has been performed. Data review indicates that a fred device was implanted on (B)(6) 2020. Stent implantation site upon review is identified as the aneurysm location ica, c4. Aneurysm size was 3.6 mm in neck length, 5.89 mm in width, 5 mm in depth, 5 mm in height with shape identified as saccular and anatomical location was on the right side. Antiplatelet and anticoagulant therapy was given preoperatively and included aspirin, clopidogrel and postoperatively the patient received aspirin, clopidogrel, and prasugrel. Re-evaluation of the implanted stent was performed on (B)(6), 2020, using a raymond-roy occlusion classification, resulted in the finding that it was raymond-roy 1. During a regular checkup in (B)(6) 2022, revealed that the visual acuity had decreased from 1.2 to 0.4. On follow-up on (B)(6), 2022, the patient developed photophobia and nihss rose from 0 to 2. Data indicates that based on these findings, the prescribed medication was changed from clopidogrel to prasugrel. Procedure note data further indicates that the physician has made a declarative statement that a causal relationship with the device cannot be ruled out, but the physician cannot determine whether this event is related to fred placement. The physical device was not returned as it was implanted, and data review further indicates that no images are available. Data further indicates that the patient recovered. Procedure note medical review conclusion a detailed medical review of the procedure note data has been completed. A detailed medical review of the procedure note data has been during a regular checkup in (B)(6) 2022, revealed that the visual acuity had decreased from 1.2 to 0.4. On follow-up on (B)(6) 2022, the patient developed photophobia and nihss rose from 0 to 2 and data indicates that the prescribed medication was changed from clopidogrel to prasugrel. Physician states a causal relationship with the device cannot be ruled out, but the physician cannot determine whether this event is related to fred placement. No images are available, and no device malfunction was reported.

Event description:
Please see h10 for investigation conclusion.